Manufacturer narrative:
Additional information: manufacture date follow-up report submitted to document device evaluation results.

Event description:
The device tip had fractured off and disassembled, posing the risk of a small component being lost in a surgical site. The device was found in a repair bin at the user facility by a manufacturer sales representative. No additional information was available.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
The device tip had fractured off and disassembled, posing the risk of a small component being lost in a surgical site. The device was found in a repair bin at the user facility by a manufacturer sales representative. No additional information was available.